Manufacturer narrative:
(B)(4)

Event description:
It was reported that during scheduled generator change-out, physician was unable to engage the svc setscrew. Also, rv setscrew came out completely while being tightened. Device was not used and was replaced. Procedure continued without any further issue.

Manufacturer narrative:
The reported setscrew anomaly was not confirmed in the laboratory. The device septa were noted to be damaged. The torque driver was able to tighten the setscrews normally. The cause of the setscrew anomaly was unable to be determined.